Manufacturer narrative:
Concomitant medical products: dvfb1d4 ICD; implanted: (B)(6) 2020, 6935m62 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system had a possible infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The right atrial (ra) lead and right ventricular (rv) leads were explanted. No further patient complications have been reported as a result of this event.